Event description:
It was reported that the cord was causing a handpiece to unintentionally activate. This occurred during a routine equipment eval conducted by a MFR field service tech. There was no pt involvement, user injury, or adverse consequences reported.

Manufacturer narrative:
The attachment was returned to the MFR and the complaint was confirmed. The investigation revealed corrosion on the analog ground pin at the handpiece end of the cable. Corrosion on the pin can cause the resistance to increase, and the analog ground reads this increase and activates the handpiece.